Event description:
Staff was called to a patient room at the family's request. Air was found in the tubing approximately 2-3 inches from the IV insertion site and IV pump was continuing to run at set rate, pumping air and no alarm sounding. No air reached patient and new pump and tubing installed. The history of the pump did reveal that it was sent down last month for a similar complaint and at that time there was no problem found. It was inspected internally for any loose or disconnected wires, etc, but found none. The calibration values of the air-in-line sensor were within the manufacturer's specifications. In testing for a couple days, we were not able to duplicate the error. Every time air was introduced or the bag was allowed to run dry, the pump did detect the air. Pump was removed from service and manufacturer notified.